Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor during prime/ compromised force sensor test at 4lbs due to faulty force sensor resistor (gold). The insulin pump was received with scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call prime/fill anomaly. Blood glucose at the time of incident was unknown. The customer states they are wearing their holiday pump. The customer states it is not possible to fill the tubing, because the piston is not moving. Troubleshooting was not performed. The device will be returned for analysis.